Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient presented for following pre-op diagnosis: degenerative lumbar disc disease with discogenic low back pain and recurrent foraminal stenosis l5-s1 on the left; and post-op diagnosis: degenerative lumbar disc disease with discogenic low back pain and recurrent foraminal stenosis l5-s1 on the left; lateral herniated l5-s1 disc; and underwent following procedure: re-exploration of lumbar spine with revision left l5-s1 microforaminotomy including microlumbar discectomy and lysis of adhesions; transforaminal interbody fusion with cage implantation using local bone graft and demineralized bone matrix; posterolateral fusion l5-s1 using bank bone allograft and rhbmp-2/acs; pedicle screw fixation l5-s1 using titanium instrumentation, titanium pedicle screw fixation, including ssep and emg monitoring. No complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.